Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-05776 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
Additional information was provided that noted the patient was placed on palliative care and expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old white female with cardiomyopathy was implanted with an impella for mechanical circulatory support. The patient impella 5.5 delivery fail. The patient's anatomy precluded placement. The 5.5 placement failed but, the team was able to deliver the cp pump instead. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition.